Event description:
It was reported there was a calibration issue with programmer after replacing stylus pen numerous times and recalibrating the screen. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, as a result the overlay was replaced and calibrated. Also, an error was found in the error log, so the link electronic module (lem) circuit board was recalibrated, the hard disk drive was reconfigured and current software was reloaded. Concomitant product: product ID 229047 analyzer. (B)(4).